Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported during a procedure , that ar 6480, pump was constantly over-inflating. The surgeon tried swapping out the tubing with new tubing but the pump continued to over inflate. Ts: they had to swap out the pump with the backup pump to complete the case.